Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt trunk cable connector was physically damaged and the belt failed the te recognition test. The pin connecting the front pulse wire was broken, which prevented the electrode belt from connecting to a monitor. The root cause for the broken connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had non-functional therapy electrodes (tes).